Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the available information, a root cause could not be determined. Regurgitation is a known failure mode and is addressed in the current device risk management file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years after the implant of this aortic root bioprosthesis, a transcatheter bioprosthetic heart valve was implanted valve-in-valve due to moderate central regurgitation. An echocardiogram performed three years post-implant showed moderate aortic insufficiency. No subsequent adverse patient effects were reported.